Event description:
During implant, the stylet was unable to be removed from the left ventricular (lv) lead. While attempting to remove the stylet the physician damaged the lead. The physician explanted the lv lead and elected to stop the procedure and reschedule to finish the implant. Further information was requested but not yet available. The patient was in stable condition and experienced no adverse health consequences.

Event description:
During implant, the stylet was unable to be removed from the left ventricular (lv) lead. While attempting to remove the stylet the physician damaged the lead. The physician explanted the lv lead and elected to stop the procedure and reschedule to finish the implant. At the subsequent implant procedure, the issue was resolved by implanting a new lv lead. The patient was in stable condition and experienced no adverse health consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled off of the connector assembly. The lead damage during final stylet removal was isolated to procedural damage. The cause of the stylet's withdrawal difficulty was isolated to bunching of the stripped stylet, ptfe coating and inner coil. Electrical testing revealed no anomalies. The reported events of damaged lead during final stylet removal and stylet unable to be removed were confirmed. Abbott is continuing to monitor this issue.